Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
On (B)(6), 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately high compared to lab device. The patient reported blood glucose results of "11.2 mmol/l" with a lifescan meter and "5.5 mmol/l" on a laboratory device, performed within 10 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement products.